Event description:
Facility alleges that dialyzer clotted during dialysis. Rn reports poor blow from the catheter access during treatment may have caused clotting. Occurred during last hour of dialysis. Estiated blood loss 200 cc. 20th use.